Manufacturer narrative:
Evaluation summary: the analysis result confirmed that the jaws had become yielded causing the clips to be ejected and making instruments (a,b) non-functional. It is not possible to conclude how the circumstances occurred.

Event description:
During a laparoscopic cholecystectomy procedure, the prongs at the end of the device don't line up. Another like device was used to complete the procedure. There was no pt consequence.